Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Updated fields: b5, d8, g6, h2,h4, h6, h11 based on the results of the investigation, the issue was not confirmed as the product was not returned. The customer did a second wash with the scope and used the alcohol flush setting that time and the odor went away. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had acecide odor after reprocessing. There were no reports of patient involvement.